Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 30cm pre-operative thoracic dissection. It was reported that, at the one month follow up appointment, a CT scan showed false lumen perfusion feeding the aneurysm. It was noted that the false lumen perfusion was distal to the stent graft treated area, which is why an extension was required. The physician implanted 2 additional valiant stent grafts and the issue resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.